Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted tooling markings on both sides of the device casing. Both rv-tip and rv-ring seal plugs were loose. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information via the patient remote monitoring system that this right ventricular (rv) lead and associated implantable cardioverter defibrillator (ICD) exhibited low out-of-range pacing lead impedance. Additional information was received from the field representative that the cause of this observation was not determined. At this time, the system remain in service. No adverse patient effects were reported.

Event description:
Additional information was received that this device was explanted and returned for reliability analysis.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.